Manufacturer narrative:
The insulin pump had minor scratches on display window and cracked case near display window corners noted during visual inspection. There was a failed battery test alarm due to corroded battery tube.

Event description:
Customer's wife reported that the battery blew up inside of the insulin pump and that the insulin pump alarmed for a failed battery after she replaced the battery. The blood glucose reading was not known. He stated that the contacts on the battery cap were damaged and that the battery compartment and spring were corroded. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.